Event description:
It is reported that the patient was revised due to dislocation and breakage. The surgeon states the head came out of the liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.